Manufacturer narrative:
Citation: vijayaraman p et al. His-purkinje conduction system pacing following transcatheter aortic valve replacement. Jacc: clinical electrophysiology. 2020. Doi: 10.1016/j.jacep.2020.02.010 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a retrospective study assessing the feasibility and success of permanent his-purkinje conduction system pacing in patients requiring pacing after transcatheter aortic valve replacements (tavr). All data were collected from multiple centers. The study population included 65 patients (predominantly male, mean age 79 years), 11 of which were implanted with medtronic corevalve transcatheter valves (no serial numbers provided). Among all patients, 8 deaths occurred. Two deaths were cardiovascular due to progressive heart failure in patients with underlying cardiomyopathy. One patient died of a tavr procedure-related stroke. The cause of death was noncardiac in the other patients. Multiple manufacturers were noted in the literature, and there was no correlation between the deaths and a specific product. Based on the available information medtronic product was not directly associated with the deaths. Among all patients, adverse events included: intermittent av block, complete heart block, sinus node dysfunction, and left bundle branch block (lbbb), all requiring the implant of a permanent pacemaker. Based on the available information medtronic product was directly associated with the adverse events. No additional adverse patient effects or product performance issues were reported.